Event description:
It was reported that patient presented in hospital with device in bvvi mode due to power on reset with hv therapy disabled. It was noted that the device was exposed to MRI. Patient status is dnr and no further action will likely be taken.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.